Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device passed selftest; no missing segments/partial display noted. The insulin pump was monitored for one day and unusual swirl or display anomaly was noted. The display is working properly. No cosmetic damage noted during visual inspection. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the screen on the insulin pump has a brownish green swirl and it seems like it is burning out. Customer stated the issue started about two months ago and the anomaly goes in and out. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.